Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism.

Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.